Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, and displacement accuracy test. No pump errors, insulin flow blocked alarms, or anomalies noted during testing. The pump history confirms the administered bolus in the displacement test and displacement accuracy test is the same as the bolus programmed. Successfully downloaded history files and traces using thump. No pump error or insulin flow blocked alarms were found in the history files on or near the event date. The bolus amount programmed on 06-jun-2024 matches the bolus amount delivered at 07:53:31 with 5.2u delivered, 08:57:21 with 0.375u delivered, 09:07:31.00 with 0.525u delivered, 09:17:35.00 with 0.475u delivered, 09:52:53.00 with 1.175u delivered, 10:02:29.00 with 0.55u delivered, 10:07:25.000 with 0.45u delivered, 10:32:27.000 with 0.475u delivered, 10:57:39.000 with 0.825u delivered, 11:12:25.000 with 0.425u delivered, 13:37:25.000 with 0.5u delivered, 14:07:47.000 with 1.025u delivered, 14:22:27.000 with 0.5u delivered, 14:32:31.000 with 0.625u delivered, 14:42:37.000 with 0.55u delivered and 14:55:09.000 with 6.7u delivered. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay. In conclusion, no pump alarms, insulin flow blocked alarms, or anomalies were noted during analysis. No pump errors or insulin flow blocked alarms were noted in the pump download history. Bolus delivery and bolus programmed matched during testing and in the history files. Unable to confirm high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a possible underdelivery and active insulin amount is too much for his current bg. The customer reported blood glucose value of 315 mg/dl. The customer reported hyperglycemia treated with a manual injection/insulin pen. The event involved product(s) unomedical, mmt-332a, and mmt-1884l. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for unomedical. No product return is required for mmt-332a. Product return was requested for mmt-1884l, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.